Event description:
A false low advia centaur ipth result was obtained for a patient sample. The patient sample was initially tested on the immulite 2000 instrument and the result was low. The falsely low result was reported to the physician and questioned. The patient was then redrawn and tested on an alternate platform and the result was higher. The original sample was then repeated on the immulite 2000 instrument in duplicate and both values were low. The sample was tested on a second alternate platform and the result was higher. The sample was repeated on a second immulite 2000 instrument and the value obtained on the sample was low. The sample was then treated with the heterophile antibody tubes (hbt) to rule out the presence of heterophilic antibodies, and tested on the immulite 2000, the value was still low. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy."